Event description:
The tip of the harmonic curved shears broke off in the pt while in use. All pieces of the shears were retrieved from the pt and accounted for. No harm to pt. MFR: please note that we do not send products to the MFR, but you may arrange for pick-up by calling (B)(6).